Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00264.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system ace 68 hi-flow kit. While preparing for advancement into the patient¿s vessel, the physician advanced a velocity into a penumbra system ace 68 reperfusion catheter (ace68) using an adapter as well as a guidewire. The physician advanced the ace68-velocity-synchro wire system into the patient, and decided to retract the velocity out of the ace68 in order to help with insertion of the system into the patient's body. Upon retraction, the physician found that the velocity had unraveled at the hub. The velocity was therefore removed, and was no longer used in the procedure. The physician continued the procedure using a new velocity and the same ace68. The ace68, new velocity, guidewire, and a stent retriever were then advanced together into the target vessel, and the physician completed two successful passes using the devices. Upon retraction, after completing the passes, the physician found that the ace68 was scuffed and abrasive on the outside near the distal tip. The procedure was completed using another ace68, the same velocity, and a smaller stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief of the velocity was unraveled at approximately 3.0 cm from the hub. The catheter shaft was undamaged and intact. Conclusions: evaluation of the returned velocity revealed a stretched strain relief and an undamaged and intact catheter shaft. This stretched strain relief was likely the ¿unraveling¿ of the velocity in the reported complaint. This damage typically occurs if the strain relief is pinched or secured by a tightened rhv and is subsequently retracted. This retraction would cause the strain relief to stretch in the distal direction. During functional testing, the velocity was able to advance and retract through the returned ace68 without issue. Fluid was also flushed through the velocity and no leaks were present, indicating an undamaged catheter shaft. In addition, the strain relief remains outside the patient throughout the procedure. Evaluation of the returned ace68 revealed slight offsets in the catheter coil shaft. The reported complaint mentioned that two passes were successfully completed prior to the damage being found on the device while outside the patient. If the ace68 is repeatedly engaged with clot burden, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00264.